Manufacturer narrative:
Follow-up # 1 - 8/25/2014. Device evaluation: the lay user/patients meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c22 and a secondary issue was also found where the battery was depleted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter has a power issue (does not turn). This complaint was classified based on the customer care advocate (ca) documentation. The patient claimed that as a result of the power issue, he immediately develop symptom of shakiness after the power issue began on (B)(6), 2014 at 10:48 pm. There was no report of any treatment or action taken in regard to diabetes management at the time of concern. The patient manages his diabetes with oral medication diet and exercise. The power issue was not resolved with training. There was no product misuse. The subject meter did not power on with the power button and that insertion of the test strips. The lfs product was replaced and requested back for investigation. This complaint is being reported because the patient claimed he developed symptom suggestive of hypoglycemia after the power issue began.